Manufacturer narrative:
Corrected data: h6- medical device problem code: 1494- off label use (age>45 yrs). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -9.50/1.0/073 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023.the lens was intraoperatively removed due to excessive vault and the problem resolved. Cause of event was unknown.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on product. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Corrected data: h6- medical device problem code: 1494- off label use (age<21). Claim# (B)(4).